Manufacturer narrative:
This report is being submitted to correct the device codes field (f10) in section f, for use by uf/importer and device codes field (h6) in section h, device manufacturers only.

Event description:
It was reported that the patient with this right atrial (ra) lead exhibited infection. Reportedly, the patient had a skin erosion along the border of the implant site. Subsequently, the physician had difficulty to extract the ra lead due to a persistent left superior vena cava. The physician was unable to get the stylet down the ra lead and then unable to rotate the lead body. The physician decided to cap the ra lead and send the patient for a laser extraction. A revision was performed and the crt-d along with the left ventricular (lv) lead were explanted but the right ventricular (rv) lead and ra lead were surgically abandoned. No additional adverse patient effects were reported. The ra lead will not be returned.

Manufacturer narrative:
The lead was not returned for analysis; therefore, a technical analysis could not be performed. Good faith effort attempts were made to try and retrieve the lead. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk of device. This report is being submitted to correct the device codes field (f10) in section f, for use by uf/importer and device codes field (h6) in section h, device manufacturers only.

Event description:
It was reported that the patient with this right atrial (ra) lead exhibited infection. Reportedly, the patient had a skin erosion along the border of the implant site. Subsequently, the physician had difficulty to extract the ra lead due to a persistent left superior vena cava. The physician was unable to get the stylet down the ra lead and then unable to rotate the lead body. The physician decided to cap the ra lead and send the patient for a laser extraction. A revision was performed and the crt-d along with the left ventricular (lv) lead were explanted but the right ventricular (rv) lead and ra lead were surgically abandoned. No additional adverse patient effects were reported. The ra lead will not be returned.

Event description:
It was reported that this right atrial (ra) lead was part of the system revision due to infection. Reportedly, the patient had a skin erosion along the border of the implant site. Subsequently, the physician had difficulty to extract the ra lead due to a persistent left superior vena cava. The physician was unable to get the stylet down the ra lead and then unable to rotate the lead body. The physician decided to cap the ra lead and send the patient for a laser extraction. No additional adverse patient effects were reported. The ra lead was surgically abandoned.